Manufacturer narrative:
Per patient's surgeon, the patient underwent magnet replacement surgery on (B)(6) 2011. Additionally the patient underwent a skin flap revision surgery (date not reported). This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement following an MRI scan, leading to device non-use. The implanted device remains.there are plans for surgery to replace magnet, however it is unknown if this has occurred as of the date of this report, (B)(6) 2011.